Event description:
As reported in the june 2008 online edition of the european heart journal in "late and very late stent thrombosis following stent implantation in unprotected left main coronary artery: a multicentre registry: a patient presented with a 35% lvef and unstable angina. An unidentified cypher stent was deployed in an unprotected left main coronary artery distal lesion using the cross-over technique. At 1390 days after of the procedure, the pt died. The event was adjudicated as a possible stent thrombosis due to the absence of an autopsy or control angiography. The pt was on dual antiplatelet therapy at the time of the event. As per the qualrap, no additional info is available.

Manufacturer narrative:
As this is a journal article, there is no way to obtain further info regarding the cause of death. The device is unavailable for analysis. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Thrombosis is a known potential adverse event associated with coronary stenting. Risk factors that may contribute to adverse events include diabetes, multiple stents and longer stent length. The IFU states: do not use this product on lesions involving the left main trunk, the ostium, or at bifurcations. The diagnosis of possible stent thrombosis in the absence of medical confirmation does not equal the conclusion that the cause of death was from coronary stent thrombosis. There was no autopsy or correlating angiography to support the diagnosis of possible thrombosis. Review of the limited info does not suggest what factors may have contributed to the unfortunate event. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states.